Event description:
It was reported that an ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the tissue was not cut, so the surgeon used scissors to cut the tissue. There was no consequence to the pt.